Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011, the patient experienced the symptom of stomach cramps and obtained a blood glucose reading of 500 mg/dl while at school. Emergency services were contacted, and the patient was transported to the hospital. The patient was admitted to the ICU with a diagnosis of hyperglycemia, his blood glucose level tested as 'hi mg/dl' on the hospital meter, he tested positive for ketones, and was treated intravenously with insulin. Troubleshooting revealed the insulin appeared normal, the patient rotated infusion sites every two days, there were no kinks or bubbles in the infusion set tubing, no leaks occurred, and the total daily basal and bolus totals recorded were correct. The patient's mother also reported the pump's date/time reset with every battery replacement. The pump history revealed that on the day of this event, the patient had taken only one bolus of 3.8 units insulin. The reporter confirmed the patient was aware of the proper bolus technique.